Event description:
It was reported that after their system was replaced, the patient felt like it was still happening where she was getting too much drug and then not enough. The patient had an upcoming appointment on (B)(6) 2015. The pump system was being used to infuse morphine at 3.0 mg/day and bupivacaine at 0.266 mg/day. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. [Refer to manufacturer's report #3004209178-2014-20790 for information pertaining to the patient's symptoms prior to replacement].

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter.